Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified alarm occurred during the load process. Customer's blood glucose level was 200 mg/dl. The customer successfully loaded a new cartridge, and resumed insulin delivery. In addition, the customer had manual insulin injection available for alternate therapy.